Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad to resolve the reported issue, and performed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not turn on. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad and determined that the cause of the reported issue was due to contamination on the conductive material of the keypad from liquid ingress.

Event description:
The customer contacted physio-control to report that their device would not turn on. There was no patient involvement reported with the event.